Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with a connected g7 cgm, including cgm alerts for high glucose and readings over 300 mg/dl for more than 90 minutes; the caregiver reported providing additional insulin by injection because they believed automated corrections were insufficient, and setup assistance was later provided to pair the cgm and complete cartridge, tubing, infusion set, and cannula steps. Investigation included review of device data and user reports. Further investigation of this case revealed frequent hyperglycemia with a substantial proportion of readings above target and meal announcements reportedly lower than actual intake, with no evidence of infusion site leakage or device setup errors after guidance. Symptoms included high glucose with no clinical implications reported. Outcomes included no hospitalization and completion of troubleshooting and education. It was concluded that the cause of hyperglycemia was unclear, and user factors such as underreporting of meals could have contributed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.